Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation of esophageal varicose veins procedure performed on (B)(6), 2022. During the procedure, the bands did not deploy. It was reported that the procedure was completed; however, it was unknown what device was used to complete the procedure. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.